Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported in the head of the instrument there are embedded spring balls, which create the resistance or hold of the test bowls. These balls can be pressed in, but cannot be dismantled or completely disassembled. It is in this area that impurities and residues regularly accumulate in everyday clinical practice, which, from the cssd's point of view, either cannot be cleaned at all or at least cannot be reproducibly and reliably cleaned. From the point of view of the users and the cssd, the affected areas are neither fully accessible nor visible for a secure visual inspection. As a result, reproducible and verified cleaning is difficult or not sufficiently verifiable from the point of view of individual houses. There is currently no direct alternative or alternative instrument within the existing system that depicts the same function without this constructive problem. Unknown surgical delay and unknown patient harm.